Event description:
It was reported that (2) devices were used during a gastrectomy. It was reported by the affiliate that the pmw35 staples would not release from the skin (could finally retrieve from the pt). Another instrument was used to complete the case. There was no consequence to the pt.